Event description:
It was reported that the burr became stuck with the rotawire. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the rotaburr became stuck with the rotawire and ablation was stopped. Furthermore, since the blood vessel diameter was small, treatment was continued using a balloon. The procedure was completed using a different device. No patient complications were reported.

Event description:
It was reported that the burr became stuck with the rotawire. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the rotaburr became stuck with the rotawire and ablation was stopped. Furthermore, since the blood vessel diameter was small, treatment was continued using a balloon. The procedure was completed using a different device. No patient complications were reported. It was further reported that rotaburr and rotawire were simply pulled out together as one unit. Rotablation was stopped and lesion was treated with a non bsc balloon catheter. The patient's status post-procedure was stable.

Manufacturer narrative:
Corrected device lot # from 20766387 to 0020766378. Updated describe event or problem, expiration date, unique identifier (UDI) # and device manufacture date.